Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer initially reported that there was no alarm transfer from a bedside mp30 device to the information center product. The issue occurred on (B)(6) 2017 at 13:40 in ch33. The patient died.

Manufacturer narrative:
Per communications with the response center engineer (rce), the patient had pulled off his monitoring leads at a time when staff were gathered in a room for change of shift report. The customer has indicated that alarms were not heard at the central station. A review of data provided found that the customer indicated the event occurred at 13:40, a delay in response to the patient occurred and the central monitor alarm volume was set to "1" out of a possible 10 which may have been too low for this environment. In addition, this central station is an old d software version and does not have the capability to configure inop's as red alarms and does not log inop's/yellow alarms, only red alarms are logged. The patient was discharged without saving, so no review data could be obtained. A review of the logs by r&d did find that there was code indicating that the silence button had been pressed at 13:09 and 13:36, however, it is not known what alarms the silences were in response to. The cause of the reported issue is unknown, however, it will be considered a malfunction.